Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation sensation. She was in a car accident and could not feel stimulation. She was admitted to the hospital; the reason was not reported. Additional info has been requested.